Manufacturer narrative:
(B)(4). Date sent to the FDA. 2/7/2018 additional information was requested and the following was obtained: when was it noticed the swaged suture pulling off the needle? Before use on patient - while in package noticed upon opening / upon dispensing? Or during use on patient - while suturing? During use, while suturing. Was procedure completed successfully? And how? Yes, used a new package of suture material.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When was it noticed the swaged suture pulling off the needle? Before use on patient - while in package noticed upon opening / upon dispensing? Or during use on patient - while suturing? Total qty involved with the suture-needle pull off? Was procedure completed successfully? And how? It is mentioned in the report " trouble in the past with swaged suture pulling off the needle", were these cases previously reported? If yes, provide the reference numbers? If not, can you provide the total number of procedures/patient events where this issue was noticed? For each procedure provide: a. Event description b. Product code and lot number c. Event date d. Procedure name e. Patient consequences/ae report if any? F. Qty involved? G. Sample return, if any?

Event description:
It was reported that animal underwent unknown procedure on unknown date and suture was used. The suture pulled off the needle. There were no patient consequences.